Manufacturer narrative:
(B)(4) report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the impaction of the cup, a piece of the impactor broke off upon impact. Nothing fell into the patient and they were able to finish the surgery without any delay.

Manufacturer narrative:
(B)(4). Received picture shows that the impactor tip is broken in different parts. The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it was noticed that all parts of the piece were broken on the top of the product. Therefore, the reported event has been confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The instruction for use has been reviewed and it was found that cleaning (p. 18) and sterilization (p. 21) instructions are described in it, like storage and use (p. 22). A complaint extract was done regarding instrument fracture: 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 56mm, reference (B)(4), from january 01, 2018 to august 05, 2021. 1 complaint (1 product), this one included, has been recorded on avantage impactor tip 56mm, reference (B)(4), batch zb160501, since ever. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the impaction of the cup, a piece of the impactor broke off upon impact. Nothing fell into the patient and they were able to finish the surgery without any delay. No adverse health outcome has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received picture shows that the impactor tip is broken in different parts. Therefore, the reported event has been confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. A complaint extract was done regarding instrument fracture: 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 56mm, reference (B)(4), from (B)(6) 2018 to (B)(6) 2021. 1 complaint (1 product), this one included, has been recorded on avantage impactor tip 56mm, reference (B)(4), batch zb160501, since ever. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the impaction of the cup, a piece of the impactor broke off upon impact. Nothing fell into the patient and they were able to finish the surgery without any delay. No adverse health consequence has been reported as the result of this malfunction.

Event description:
It was reported that during the impaction of the cup, a piece of the impactor broke off upon impact. Nothing fell into the patient and they were able to finish the surgery without any delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product picture has been received and showed that the impactor tip is broken in several parts at the top of the instrument, which confirms the reported event. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.